Manufacturer narrative:
The driveline cable, (B)(4) was not returned for evaluation. (B)(4) was returned for evaluation. Review of the manufacturing documentation of (B)(4) confirmed that the associated device met all requirements for release. On-site inspection of the driveline connector and controller confirmed the contamination by foreign material of the controller connector. A driveline connector cleaning procedure was performed to mitigate the conditions reported. In addition, the reported "electrical fault alarm" event was confirmed via review of the controller log files, which revealed an electrical fault alarm of type sys_rear_phase_b_open' and alarm error code 0x0080 indicating alarm_motor_failure'. This failure is most likely due to an open connection on the rear phase b wire that runs from the controller to the pump via the driveline connector or a contamination of the driveline/ driveline connector that appear to have caused a false reading on the rear stator's impedance values leading to the electrical fault alarms. The controller passed functional testing but failed visual inspection due to contamination of the driveline connector. The information available suggests that the reported electrical fault alarms were caused by contamination/foreign material of the driveline cable connector. Heartware has initiated an internal investigation to further evaluate issues related to driveline connector contamination leading to electrical faults. Based on the investigation conducted, the most probable root cause has been attributed to design/training issues. This is report one of two reports (3007042319-2016-01800, and 01801) submitted for devices related to the same event. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The instructions for use outlines required surgical steps to prevent driveline contamination during tunneling. It additionally warns that failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. It further outlines to verify that the connector is dry and clean before attaching to the controller. The instructions for use and patient manual also include a reference guide for alarms including potential causes and actions to take. Failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. This is report one of two reports (3007042319-2016-01800, and 01801) submitted for devices related to the same event. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported that the patient was having sporadic electrical faults at home. Controller was exchanged as the contaminants were observed on the controller connector during procedure where the pump stopped for 1 min. This was done as outpatient. The patient tolerated pump off time well. Repair verified.